Event description:
On (b)(6) 2026, a sales representative reported via email that two screws from an Arthrex 1.6 mm Mini Fragment Screw Set experienced head separation from the screw shaft during insertion. The screws could not initially be removed, requiring the surgeon to burr the remaining screw shafts flush with the bone to allow the plate to sit appropriately and complete fixation. This was discovered during a procedure on (b)(6) 2026. Patient impact was not reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.